Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. Vascular access was obtained via the femoral artery. The 90%, 9x4mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left main coronary artery (lmca). Predilation was performed with a balloon. Following predilation, residual stenosis was 85%. A 4.00x12mm promus element ¿ stent advanced to treat the lesion. During deployment, it was noted that the stent slipped from the lmca and could not retrieved. The patient was sent to surgery for removal of the dislodged stent. No further patient complications were reported and the patient's status was stable.